Manufacturer narrative:
This issue is under investigation. A follow-up report will be submitted when the investigation results are available.

Event description:
System lock up while the (B)(4) was connected. The investigation is in process.

Manufacturer narrative:
This supplemental report is being submitted to provide additional event information (see section b5), provide additional initial reporter information (see sections e1), update device evaluated by manufacturer (see section h3), and correct the result code (see section h6).

Event description:
Additional information was received and it was reported that the transducer prompted the system to display a usacquisitionhw_31 error message. The reported phenomenon occurred during a transesophageal echocardiography (tee) study. A different transducer was used to continue and complete the tee. There was a delay in time because the patient had to be re-intubated. There was no patient or user injury reported. No additional information was provided.

Manufacturer narrative:
This supplemental report is being submitted to update the device available for evaluation (see d10), update the follow-up type (see h2), update the device evaluated by manufacturer (see h3), update the event problem and evaluation codes (see h6), and provide the investigation results. Investigation: during the investigation of the complaint, it was determined that the possible root cause of the system error message was due to a gastro flex thermistor trace crack and open because of insufficient cable assembly and/or gastro flex reliability; all this is related to design. Appropriate improvement action plans were established through a CAPA.